Event description:
It was reported that the stent shifted on the balloon. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. The device would not cross the lesion, and when the physician pulled the stent out, it looked like the stent was bent and not sitting properly on the delivery system. The stent was noted to have moved slightly from balloon area but was still on the delivery system. The procedure was completed with a different device. There were no patient complications reported.